Manufacturer narrative:
After physio-control has made several attempts to obtain the device for evaluation from the customer, it is unknown if the device will be returned. The device has not been evaluated by physio-control. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). This is an indication that the device would not have enough power to deliver effective defibrillation therapy. There was no patient use associated with the reported failure.